Manufacturer narrative:
Quality control was within the customer established ranges prior to and after the event. Routine system checks were performed on (B)(4) 2010; both passed within instrument specifications. There were no error messages posted to the event log at the time of the event. Reagent inventories from both of the customer's instruments (serial numbers (B)(4)) were evaluated. A t-uptake and a free t4 (thyroxine) reagent pack were shared between the two instruments. It is unknown, however, if the erroneous results were generated from the shared t-uptake reagent pack. On (B)(4) 2010, the field service engineer performed a high sensitivity system check, diitest, lumiap and ap25 tests; all testing passed within instrument specifications. Hardware issues were not identified. H6: root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high access t-uptake (thyroid uptake) test results were obtained for two patient samples when using a unicel dxc 600i synchron access clinical system. The initial test result was not reported out of the laboratory. Repeat analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to patient treatment as a result of this event.